Event description:
A physician reported that, the surgeon reported that during the introduction of the viscoelastic into the system, he noticed that the lens was not straightened uniformly in the cartridge and was not bent evenly. Therefore, he decided to replace the lens. There was no patient involvement. Current patient condition was reported as, no complications, condition was stable with planned refraction. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).